Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains"), complication of device removal ("essure was not removed completely"), device breakage ("essure was not removed completely"), urinary tract infection ("urinary infections") and anaemia ("chronic anemia") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included autoimmune hypothyroidism and overweight. Concomitant products included levothyroxine (eutirox). In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection (seriousness criterion medically significant), blood urine present ("blood in the urine"), urinary tract disorder ("urinary problems"), abdominal distension ("pains of dilatation"), inflammation ("abdominal inflammation"), abdominal pain upper ("stomachaches"), arthralgia ("hips pain"), allergy to metals ("hypersensitivity to metals/ nickel allergy"), myalgia ("muscular pains"), the first episode of paraesthesia ("pin pricks in the pelvic area and groin"), headache ("headaches"), feeling abnormal ("diving sensation"), tinnitus ("beats in right ear"), fatigue ("too much tiredness"), dyspepsia ("digestive problems"), gastrooesophageal reflux disease ("refluxes"), alcohol intolerance ("alcohol intolerance"), palpitations ("frequent palpitations/tachycardia") and tachycardia ("frequent palpitations/tachycardia"). On an unknown date, the patient experienced complication of device removal (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), anaemia (seriousness criterion medically significant), abdominal pain ("contractions"), dysgeusia ("metallic taste in the mouth"), hyperacusis ("hyperacusis"), nervous system disorder ("neurological problems"), dry mouth ("dry mouth"), bone pain ("pelvic bone pain"), abdominal pain lower ("pain in right iliac fossa"), groin pain ("pain in right groin"), vertigo ("vertigo"), the second episode of paraesthesia ("paresthesias on upper limbs"), eczema ("eczemas") and adverse event ("aesthetic damage"). The patient was treated with antiinflammatory/antirheumatic products, analgesics, antibiotics, antihistamines, antacids, surgery (essure removed in (B)(6) 2016 / total hysterectomy on (B)(6) 2017), surgery (patient underwent a second surgery consisting of a total hysterectomy on (B)(6) 2017) and surgery (additional hysterectomy surgery). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, complication of device removal, device breakage, urinary tract infection, blood urine present, urinary tract disorder, abdominal pain, abdominal distension, inflammation, abdominal pain upper, arthralgia, myalgia, dysgeusia, headache, feeling abnormal, tinnitus, hyperacusis, fatigue, dyspepsia, gastrooesophageal reflux disease, alcohol intolerance, palpitations, tachycardia, nervous system disorder, dry mouth, bone pain, abdominal pain lower, groin pain, vertigo, the last episode of paraesthesia, eczema and adverse event outcome was unknown and the allergy to metals had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, adverse event, alcohol intolerance, allergy to metals, anaemia, arthralgia, blood urine present, bone pain, complication of device removal, device breakage, dry mouth, dysgeusia, dyspepsia, eczema, fatigue, feeling abnormal, gastrooesophageal reflux disease, groin pain, headache, hyperacusis, inflammation, myalgia, nervous system disorder, palpitations, pelvic pain, tachycardia, tinnitus, urinary tract disorder, urinary tract infection, vertigo, the first episode of paraesthesia and the second episode of paraesthesia to be related to essure. The reporter commented: refers that symptoms began to appear gradually. At the beginning, she did not think they were related to essure, as are symptoms like tiredness, muscle pain, digestive problems, neurological problems. Later, abdominal inflammation, pelvic pains and hip pain. After visiting one physician and another, any of them have no idea of what is happening as nothing is found, symptoms are present but it is not a disease. As consequence of allergic reaction derived from nickel present in device, patient underwent bilateral salpingectomy removing both fallopian tubes. Essure was not removed completely, patient underwent a second surgery consisting of a total hysterectomy on (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 04-jun-2018 for the following meddra preferred terms: 1. Pelvic pain. The analysis in the global safety database revealed 11461 cases. 2. Device breakage. The analysis in the global safety database revealed 2551 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 30-may-2018: pain in right iliac fossa, pain in right groin, pelvic bone pain, vertigo, parenthesis on upper limbs, eczemas, aesthetic damage, essure was not removed completely" were added. Patient's initials were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pains"), urinary tract infection ("urinary infections") and anaemia ("chronic anemia") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included autoimmune hypothyroidism and overweight. Concomitant products included levothyroxine (eutirox). In (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection (seriousness criterion medically significant), blood urine present ("blood in the urine"), urinary tract disorder ("urinary problems"), abdominal distension ("pains of dilatation"), inflammation ("abdominal inflammation"), abdominal pain upper ("stomachaches"), arthralgia ("hips pain"), allergy to metals ("hypersensitivity to metals/ nickel allergy"), myalgia ("muscular pains"), paraesthesia ("pin pricks in the pelvic area and groin"), headache ("headaches"), feeling abnormal ("diving sensation"), tinnitus ("beats in right ear"), fatigue ("too much tiredness"), dyspepsia ("digestive problems"), gastrooesophageal reflux disease ("refluxes"), alcohol intolerance ("alcohol intolerance"), palpitations ("frequent palpitations/tachycardia") and tachycardia ("frequent palpitations/tachycardia"). On an unknown date, the patient experienced abdominal pain ("contractions"), dysgeusia ("metallic taste in the mouth"), hyperacusis ("hyperacusis"), nervous system disorder ("neurological problems"), anaemia (seriousness criterion medically significant) and dry mouth ("dry mouth"). The patient was treated with anti-inflammatory/antirheumatic products, analgesics, antibiotics, antihistamines, antacids and surgery (essure removed in (B)(6) 2016). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, urinary tract infection, blood urine present, urinary tract disorder, abdominal pain, abdominal distension, inflammation, abdominal pain upper, arthralgia, myalgia, dysgeusia, paraesthesia, headache, feeling abnormal, tinnitus, hyperacusis, fatigue, dyspepsia, gastrooesophageal reflux disease, alcohol intolerance, palpitations, tachycardia, nervous system disorder and dry mouth outcome was unknown and the allergy to metals had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, alcohol intolerance, allergy to metals, anaemia, arthralgia, blood urine present, dry mouth, dysgeusia, dyspepsia, fatigue, feeling abnormal, gastrooesophageal reflux disease, headache, hyperacusis, inflammation, myalgia, nervous system disorder, palpitations, paraesthesia, pelvic pain, tachycardia, tinnitus, urinary tract disorder and urinary tract infection to be related to essure. The reporter commented: refers that symptoms began to appear gradually. At the beginning, she did not think they were related to essure, as are symptoms like tiredness, muscle pain, digestive problems, neurological problems. Later, abdominal inflammation, pelvic pains and hip pain. After visiting one physician and another, any of them have no idea of what is happening as nothing is found, symptoms are present but it is not a disease. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 10-nov-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 6.555 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 07-nov-2017: the patient commented that she is allergic to nickel. She presents metallic taste, dry mouth (new event added), neurological problems which could be related to nickel. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pains") and urinary tract infection ("urinary infections") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included autoimmune hypothyroidism and overweight. Concomitant products included levothyroxine (eutirox). In (B)(6) 2012, the patient started essure. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), urinary tract infection (seriousness criterion medically significant), blood urine present ("blood in the urine"), urinary tract disorder ("urinary problems"), abdominal distension ("pains of dilatation"), inflammation ("abdominal inflammation"), abdominal pain upper ("stomachaches"), arthralgia ("hips pain"), allergy to metals ("hypersensitivity to metals"), myalgia ("muscular pains"), paraesthesia ("pin pricks in the pelvic area and groin"), headache ("headaches"), feeling abnormal ("diving sensation"), tinnitus ("beats in right ear"), fatigue ("too much tiredness"), dyspepsia ("digestive problems"), gastrooesophageal reflux disease ("refluxes"), alcohol intolerance ("alcohol intolerance"), palpitations ("frequent palpitations/tachycardia") and tachycardia ("frequent palpitations/tachycardia"). On an unknown date, the patient experienced abdominal pain ("contractions"), dysgeusia ("metallic taste in the mouth") and hyperacusis ("hyperacusis"). The patient was treated with antiinflammatory/antirheumatic products, analgesics, antibiotics, antihistamines, antacids and surgery (essure removed in (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain, urinary tract infection, blood urine present, urinary tract disorder, abdominal pain, abdominal distension, inflammation, abdominal pain upper, arthralgia, myalgia, dysgeusia, paraesthesia, headache, feeling abnormal, tinnitus, hyperacusis, fatigue, dyspepsia, gastrooesophageal reflux disease, alcohol intolerance, palpitations and tachycardia outcome was unknown and the allergy to metals had not resolved. The reporter considered pelvic pain, urinary tract infection, blood urine present, urinary tract disorder, abdominal pain, abdominal distension, inflammation, abdominal pain upper, arthralgia, allergy to metals, myalgia, dysgeusia, paraesthesia, headache, feeling abnormal, tinnitus, hyperacusis, fatigue, dyspepsia, gastrooesophageal reflux disease, alcohol intolerance, palpitations and tachycardia to be related to essure. Quality-safety evaluation of ptc: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 5-jan-2017: ptc investigation result, on 6-jan-2017: ptc number only. Company causality comment: a (B)(6) female consumer had essure (fallopian tube occlusion insert) inserted and had urinary infections and pelvic pains. Essure was removed. Urinary infections is an unanticipated event in the reference safety information for essure. Pelvic pains is an anticipated event. Urinary infection pathogenesis in women begins with colonization of the vaginal introitus by uropathogens from the fecal flora, followed by ascension via the urethra into the bladder. Given the nature of the reported event and considering essure's local effect in the fallopian tubes, causality between the reported event and suspect insert was assessed as unrelated. With regards to the event pelvic pains, considering its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident because a device removal was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. An updated ptc is expected.

Manufacturer narrative:
Nervous system disorder ("neurological problems") and anaemia ("chronic anemia"). The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 20-mar-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 6-mar-2017: case was detected at (B)(6) during the transmission of program. The following adverse events were added: neurological problems and chronic anemia. On 16-mar-2017: quality safety evaluation of ptc. Company causality comment: a (B)(6) female consumer had essure (fallopian tube occlusion insert) inserted and had urinary infections and pelvic pains. Essure was removed. Urinary infections is an unanticipated event in the reference safety information for essure. Pelvic pains is an anticipated event. Urinary infection pathogenesis in women begins with colonization of the vaginal introitus by uropathogens from the fecal flora, followed by ascension via the urethra into the bladder. Given the nature of the reported event and considering essure's local effect in the fallopian tubes, causality between the reported event and suspect insert was assessed as unrelated. With regards to the event pelvic pains, considering its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident because a device removal was required. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded.